Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump in cracked on top and back, pump rejected new batteries, random no insulin delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-213a, mmt-332a. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. The customer will continue the use of the device. No product return is required for mmt-1780kl. No product return is required for mmt-213a. No product return is required for mmt-332a.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (12) failed battery test alarms found in the pump history file/trace on 05-mar-2024 started from 04:13:26 to 04:26:14. No unexpected no delivery alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.9 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, scratched case and minor scratched lcd window. In summary, pump passed all required testing. No delivery/occlusion alarm not confirmed. Failed batt test alarm not confirmed. Cosmetic damage confirmed at the back of the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.